Manufacturer narrative:
(B)(4). An investigation was completed (B)(4) 2011. Retain testing on the same lots that were tested by the customer at 10,000 feet were also tested at ground level in (B)(6) (374 feet above sea level). On the ground, the lots had zero detected errors out of 20 cartridges tested from each lot. A larger study was initiated to better understand and determine the effect of altitude on quality check codes (analyzer detected errors) on t lots of troponin. Cartridge lots tested at 5,000 and 10,000 feet above sea level showed increase rates of analyzer detected errors. Return product testing had been performed prior to the recognition that altitude may be a factor in the customer observations of increased quality check code rates and the customer complaint was not reproduced.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that are yielding a high rate for quality check codes (qcc) 123, 126 and 142 on a patient. The customer suspects that altitude may be the cause. The customer states that the equipment is performing as intended with other types of cartridges. Based on the information available, there were no injuries associated with this event. Lot#: t11129b, manufactured: 05/09/2011, expires: 11/28/2011. Note: all "t" lots associated with this incident have expired and previously associated with an unrelated corrective action.